Event description:
It was reported on (B)(6) 2013, the device was making a loud noise. There was no patient involvement, and no adverse patient consequences. Upon evaluation the cpc coupler was misaligned.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation the cpc connector was misaligned. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.